Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements that trended around 145 ohms. It was noted that there were no shocks delivered recently. Additional information received reported that the patient was brought in for defibrillation threshold (dft) testing and there was conversion at 31j with a shock impedance measurement greater than 125 ohms. No faults were observed as the shock impedance measurement was below 145 ohms, however lead revision was recommended. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements that trended around 145 ohms. It was noted that there were no shocks delivered recently. Additional information received reported that the patient was brought in for defibrillation threshold (dft) testing and there was conversion at 31j with a shock impedance measurement greater than 125 ohms. No faults were observed as the shock impedance measurement was below 145 ohms, however lead revision was recommended. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code updated from "no clinical signs, symptoms, or conditions" to "electric shock" due to defibrillation threshold (dft) testing.